Event description:
It was reported that the patient experienced tiredness and shortness of breath. It was noted that there was no capture observed on the left ventricular (lv) lead. The lv lead was found to be dislodged. The lv lead was explanted. The patient was stable.